Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices and patient x-rays by depuy international finds no product problem has been identified. The products conform dimensionally to all specifications. Review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4) and (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
He was well for about 1 year. Then developed buttock and groin pain and has an irritable hip. His x-rays show subsidence of about 1.5-2 cm (no dislocations so far) and lucent areas in zone 1, 7, 8, 14. The acetabulum looks fine. He has been aspirated and there is no infection.